Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-medium. There was foreign object inside the sheath hub. The hub of the vizigo sheath was occluded and appeared to have a foreign object in it. The sheath was replaced and the procedure was continued. No patient consequences were reported. The hemostasis valve (gasket) did not break into two or more separate pieces. The reporter is unsure if the hemostatic valve/brim cap/hub became detached from the sheath. The sheath was not used on the patient therefore no percutaneous or surgical removal was required. Foreign material on usable length of catheter is MDR-reportable.

Manufacturer narrative:
On 2-may-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath-medium. There was foreign object inside the sheath hub. Device evaluation details: visual analysis revealed that the hemostatic valve and silicone ring were not found inside the device. The hemostatic valve and silicone ring detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A device history record was performed for the finished device 50000082 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)